Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported therapy never worked. The patient was not feeling stimulation. No troubleshooting could be attempted due to lack of access to the product. Additional information received reported the patient never had therapeutic benefit and hadn't had a 50% or greater reduction in symptoms. The patient had tried all 4 programs and tried adjusting things, but it wasn't working. It was noted the patient was "okay" with the trial, and the patient got a 50% or greater reduction in their symptoms when they had their trial. It was stated the patient had called the doctor 2 months ago and told them about the issues, but the doctor told them to call the manufacturer. Additional information was received from a patient. It was reported the patient had experienced a loss or change of therapy; the patient reported they were not sure if they were making adjustments right. They did not feel stimulation and were still going to the bathroom a lot. They patient requested assistance changing programs and increasing stimulation. The patient confirmed the therapy was on and noted they felt a warm spot where the implant was located when the antenna was over the implant site. They increased the amplitude and got the upper limit screen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.